Event description:
It was reported that the patient visited the emergency room (ER), with hyperglycemia, on (B)(6) 2026. The patient's blood glucose levels reached 432 mg/dl, while wearing the pod between 4 and 24 hours, on the abdomen. Prior to seeking medical attention, the patient reported that they tried to bolus, but it did not work, and they received an ¿automated delivery alert¿. Patient also stated that she had some ketones. Patient reported to be using aspart insulin. Symptoms reported include hyperglycemia. Patient reported that there was minor bleeding at the pod site, when the pod was removed. The patient was treated with intravenous fluids. The patient was released later the same day, on (B)(6) 2026.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. Inspection of the device found blood on the adhesive pad and on the soft cannula. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.